Event description:
Customer reports receiving inaccurately high readings on their freestyle blood glucose monitor. In blood glucose tests, customer received a reading of 210 mg/dl compared to a lab result of 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for investigation.